Event description:
It was reported that during an implant attempt, after a few stylet exchanges the physician had to apply extreme force in order to remove the stylet from the lead. After removing the stylet the physician could not insert a new stylet. It was reported that the left ventricular (lv) lead lumen was occluded. Another lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was foreign material on the distal conductor of the lead and it was obstructed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. By design left heart leads are used with guidewires, not stylets. No stylet or guidewire was returned, therefore, condition and brand are unknown. Test guidewire stops at 3cm, there is green colored coating ensnared in distal conductor and conductor distorted at 3cm. Blood is visible inside conductor. Damaged at implant attempt. (B)(4).